Event description:
Report received from singapore states: "vitrectomy cutter is unable to cut efficiently. Found tubing for pneumatic loose, reattached and came loose again. Scrub nurse proceeded to tape up tubing. Patient outcome: recovered. Affected eye: right" additional information has been requested, yet not received.

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Corrective and preventative action was initiated to address the issue.